Event description:
The hcp reported that 20 mls of drug were withdrawn from the pump reservoir at the patient's first pump refill visit; the expected volume was 2 mls. The patient had 'symptoms' (not specified) and several dose increases had been done after implant. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.